Event description:
It was reported that the patient had a polymorphic ventricular tachycardia episode which was self-terminated. Upon device interrogation it was observed the device was intermittently oversensing during some of these episodes. Programming changes were made and no further issues were seen. The patient was well and was discharged from the hospital.

Manufacturer narrative:
(B)(4).